Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements. No further follow-up is planned. This report is associated with 1819470-2021-00025 since there is more than one device implicated. Evaluation summary: a male patient reported that, on an unknown date, his humapen ergo ii device "fell and cracked accidentally." On an unknown date, he experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that he had used the device since 2014. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and product complaints (pc), concerned an asian male patient of an unknown age. Medical histories included coronary heart disease, eczema, problem of lung, gastritis, the cerebrovascular disorder, lumbar disc herniation, lumbar vertebra and cervical vertebra were not good. Her mother had diabetes mellitus and esophageal cancer. Concomitant medications included metformin, acarbose and gliclazide, all used for type 2 diabetes mellitus. The patient received insulin lispro (rdna origin) from a cartridge via a reusable pen (humapen ergo ii), at a dose of 8-16iu daily, subcutaneously for the treatment of type 2 diabetes mellitus, beginning on an unknown date in 2001 or 2015 (conflicting information was provided). On an unknown date, his humapen ergo ii (which was received in 2014) fell and cracked accidentally (pc number: (B)(4); lot number: unknown). On an unknown date, while on insulin lispro therapy, he experienced dizziness and high blood glucose (exact values, units and reference ranges were not provided). On an unknown date, he had coronary heart disease (possible aggravation) and high blood glucose which required hospitalisation for ten time in 2020 (specific time of each hospitalization was not provided). He had the conditions of dizziness, weakness in all four limbs, blurred eyes, diabetes was severe and could not remember. When sometimes the blood glucose was severe (unspecific time), he would changed the dosage of insulin lispro by self, from 8iu each time to 12 or 13iu (unspecific time). In (B)(6) 2020, he changed to another cartridge of insulin lispro and the glass of the cartridge was cracked ((B)(4)/ lot number unknown). Also, the outside of the second humapen ergo ii (which was received in 2015) only had slight scratch, but the injection button could not be pressed down ((B)(4)/ lot number 0712d04). Information regarding the corrective treatment, outcome of the events and insulin lispro therapy status was not provided. The suspect devices action taken was not provided. The operator of the humapen ergo ii devices was the patient and his training status was not provided. The humapen ergo ii devices general model duration of use were not provided. The first suspect humapen ergo ii device duration of use was six years as it was started in 2014 (it was considered as improper use of device). The second suspect humapen ergo ii duration of use was five years as it was started in 2015 (it was considered as improper use of device). The action taken with humapen ergo ii devices were not provided. The suspect device with (B)(4) was not returned to the manufacturer; other suspect device with (B)(4) return status was not provided. The initial reporting consumer did not provide a relatedness assessment for the events with insulin lispro drug, and/or suspect humapen ergo ii devices. Update 01-feb-2021: all information received on 26-jan-2021 and 27-jan-2021 were processed together at the same time. Edit 04-feb-2021: upon review of the information received on 26-jan-2021, case was routed for medical review. Updated as determined causality to no for the events dizziness and blood glucose increased. No other changes were made to the case. Update 09-feb-2021: additional information was received from initial reporter on 03-feb-2021 and 04-feb-2021 were processed together. This case was upgraded to serious as the event of blood glucose increased was upgraded to serious and serious event of coronary heart disease was added. Added laboratory data, medical history (lumbar disc herniation), second suspect humapen ergo ii device, EU/ca fields for the first suspect humapen ergo ii, additional dosage regimen for insulin lispro therapy with updated dose and non-serious events (weakness in all four limbs, dizziness, blurred eyes, diabetes was severe and could not remember). Updated the medical history coding of familial risk factor. Updated the causality statement and narrative with new information. Upon review of the case, updated the improper use of first suspect humapen ergo ii as yes and added its device age. Update 10feb2021: additional information received on 09feb2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit 11feb2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.